Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a continuous flow was generated. This occurred during priming at the facility. There were no reported patient involvement and no harm or adverse event.

Manufacturer narrative:
One device was received for evaluation for the complaint that a continuous flow was generated. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was not confirmed by cycling checking test. The cause is unknown as the issue has not been reproduced. It is possible that the problem caused by the o-ring itself, or by the entire intake manifold including the o-ring. The input manifold assy was replaced as preventive action. The device passed all functional tests after repair.